Event description:
Reporter stated that patient obtained back-to-back blood glucose results of 424 mg/dl and 159 mg/dl, while using the suspect device. Patient reportedly performed an additional set of back-to-back tests with results of 347 mg/dl and 118 mg/dl. Reporter indicated that patient's therapy was not modified based on these values. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.